Event description:
Boston scientific crm received information that this patient went to the hospital due to hearing beeping tones. During interrogation, the physician noted that this right ventricular (rv) lead exhibited a shock impedance value of less than 20 ohms. The physician will decide how to precede in the future. Subsequently, additional information was received that a lead revision procedure took place. The physician elected to explant and replace the associated pg. It was noted that there was serum in the device pocket. There were no lesions on this rv lead, and all connections were good. After the replacement, shock impedance values were between 52-56 ohms. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.